Manufacturer narrative:
H3: product ID: 97755-s, serial#: (B)(6) was returned for product analysis. Analysis found the complaint was unable to be verified. They found no issues with finding or charging the ins. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them, because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient mentioned they went to charge their implanted neurostimulator(ins) this morning, and the ins was low. Patient said the controller went from 100% down to 70% and the ins was still low and did not increment up at all. Patient mentioned the controller kept ending the charging session and going into passive recharge mode. Patient described the passive recharge mode screen. Pt said they finally got the ins to charge today. Pt then said they noticed the recharger was getting hot. The patient stated theirrepresentative told them to just stop charging and take a break after 30-45 minutes. Pt said they would charge for 20-30 minutes and the recharger would start getting hot. During the call, patient had been charging for over an hour and a half today. Patient inspected the cord, plug, and controller port, but no damage was detected. Pt was recharging excellent. Ins charge was 70% and controller charge was 40%. An email was sent to the repair department to replace the recharger and controller. No symptoms were reported.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.